Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Pump suction: the cause of the suction issue was most likely related to patient condition, based on data log review and provided clinical details. Mechanical interaction with blood (hemolysis, hematuria): the cause of the hemolysis issue was not determined without sufficient clinical information and returned product investigation. Stroke: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the injury was not determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter. ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle. ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction. ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Event description:
The complainant reported that during impella 5.5 support, the patient began to experience high afterload and suction alarms while on the route back to the unit. Vasopressin was stopped. The patient also experienced very labile swings from great pulsatility to none and appropriate blood pressure to hypotension within a very short period. At this point pulsatility was returned and remained and waveforms and flow improved on device. An echocardiogram (echo) was done showing the impella 5.5 was mispositioned waiting on echo to return to reposition. Urine was red tinged most likely due to malposition. Anticoagulation was still off, due to gastrointestinal bleeding. Urine was clearing up but volume was down, so the team may try to use diuretics. The impella was going to be removed as a code stroke was called on the patient.